Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 41 mg/dl. It was stated that the customer had been playing sports, and delivered 39 units of insulin in a two and a half hour period. It was stated that the mother and customer understood that the customer may have over bolused, and declined to conduct troubleshooting on the insulin pump. Nothing further was reported.